Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received random questionable creatinine plus ver.2 results over several days. The samples were repeated on another cobas 6000 analyzer. Of the data provided for six patient samples, only the results for five patient samples were discrepant. Patient 1 initial result was 10.6 mg/l and the repeat result was 6.7 mg/l. Patient 2 initial result was 11.9 mg/l and the repeat result was 6.1 mg/l. Patient birthdate was (B)(6) 1963. Patient was female and weight was (B)(6). On (B)(6) 2015, patient 3 initial result was 10.59 mg/l and the repeat result was 6.91 mg/l. Patient birthdate was (B)(6) 1974. Patient was female and weight was (B)(6). Patient 4 initial result was 11.81 mg/l and the repeat result was 8.73 mg/l. Patient birthdate was (B)(6) 1930. Patient was female and weight was (B)(6). On (B)(6) 2015, patient 5 initial result was 11.5 mg/l and the repeat result was 7.1 mg/l. Patient birthdate was (B)(6) 1946. Patient was female and weight was (B)(6). The results for two patient samples were reported outside the laboratory. The customer could not provide information to determine which samples these were. The patients were not adversely affected. The reagent lot number was 617550. The expiration date was requested, but was not provided. The field service representative found the pressure gauge was "blocked between 300 to 400 and the real pressure was at 150." He changed the head of the gear pump and no further issues occurred.